Event description:
It was reported that the coil of the sound processor was found "corroding/ melting." The equipment was replaced and a request was made to return the equipment to the manufacturer for analysis. No report of patient injury is associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: correction: the MDR was filed in error as the breakdown of the backing on the coil of the sound processor did not cause a serious injury therefore there was no serious injury to report. This report is filed (B)(4) 2013. Device unavailable for analysis.